Event description:
The patient reported a recent lack of effect; she went to bed with good coverage and woke up the next morning without any coverage. Impedances were checked and all were over 3600 ohms. There was no known accident or incident related to the event. The patient was encouraged to make an appointment with her health care professional. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.